Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock from the device. A review of the episode showed diminished r-wave amplitudes and myopotential noise, resulting in oversensing. It was noted the patient was currently living in the united states and was visiting australia. At the emergency room (ER), some troubleshooting was performed where slight noise was reproducible; however, that noise was not being sensed by the device and they were not able to recreate the morphology seen in the therapy episode. The sense vector was reprogrammed from primary to secondary and the patient will follow up with their cardiologist when they return home to the united states. No adverse patient effects were reported. The device and electrode remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.